Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative. The patient got a 3464 error code on the personal therapy manager (ptm). Additional information was received from the manufacturing representative. The pump was going to be replaced in the future.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (25 mg/ml at 7.930 mg/day) and morphine (1.2 mg/ml at 0.3806 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and radiculopathy. It was reported an alarm was heard/confirmed by telemetry. The pump started alarming and the logs showed multiple pump reset, low battery reset, and safe state logs. No symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.